Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and an inappropriate shock for a rhythm that was felt to be atrial fibrillation (af) with rapid ventricular response (rvr). The physician planned to make programming changes for optimization of the therapy zones. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.